Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2016-04116. It was reported the patient has been receiving ineffective stimulation after experiencing a fall. An impedance check was performed and no anomalies were found. X-rays were taken and both of the patient's leads were found to have migrated. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-04116. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.